Event description:
It was reported that insyte autoguard winged yel 24ga x .75in would not connect. The following information was provided by the initial reporter: material no.: 381512; batch no.: 0238541. It was reported that the catheter would not thread into the extension pig tail.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard winged yel 24ga x .75in would not connect. The following information was provided by the initial reporter: material no.: 381512, batch no.: 0238541. It was reported that the catheter would not thread into the extension pig tail.